Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 24mm watchman flx laa closure device and delivery system were used. The closure device was deployed and the physician checked the position of the device, performed the tug test and compression was 20%, therefore the closure device was released. The closure device then embolized out of the laa and into the outflow tract of the mitral valve. After several attempts the closure device managed to be removed from the mitral valve and it traveled to the abdominal aorta. The physician made several attempts to remove the device with a snare kit and large introducer sheath, but it was ultimately removed surgically. The patient remained in the intensive care unit in a conscious state. The patient was stable and fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman flx implant. Analysis of the returned device included microscopic and visual inspection of the implant. Inspection revealed anchor damage (out of plane), fabric torn in 2 places, frame broken in 2 places. The fabric and frame damage align.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 24mm watchman flx laa closure device and delivery system were used. The closure device was deployed and the physician checked the position of the device, performed the tug test and compression was 20%, therefore the closure device was released. The closure device then embolized out of the laa and into the outflow tract of the mitral valve. After several attempts the closure device managed to be removed from the mitral valve and it traveled to the abdominal aorta. The physician made several attempts to remove the device with a snare kit and large introducer sheath, but it was ultimately removed surgically. The patient remained in the intensive care unit in a conscious state. The patient was stable and fine.